Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator was found on backup mode. High voltage therapies were disabled as a result. The device was restored successfully. There were no patient consequences.